Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the electrical safety test was failed during onsite maintenance of the arctic sun device and the leak value is more than 5 ma. Per review of wo on 14sep2023, there was no patient involvement. Per follow up information received via email on 14sep2023, the device was sent in for a bd-approved facility for evaluation. The issue was not yet resolved, and the repair was not yet started.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the electrical safety test was failed during onsite maintenance of the arctic sun device and the leak value is more than 5 ma. Per review of (B)(6) on (B)(6) 2023, there was no patient involvement. Per follow up information received via email on (B)(6) 2023, the device was sent in for a bd-approved facility for evaluation. The issue was not yet resolved, and the repair was not yet started.